Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00396 / 00398).

Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 allegedly due to metallosis and pain. The head, cup and taper insert were removed and replaced with competitor product and a biomet head.

Event description:
It was reported patient underwent an initial total left hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 allegedly due to metallosis and pain. The head, cup and taper insert were removed and replaced with competitor product and a biomet head. Additional information received from patient¿s legal counsel reports patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, and elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial total left hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 allegedly due to metallosis and pain. The head, cup and taper insert were removed and replaced with competitor product and a biomet head. Additional information received from patient's legal counsel reports patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, soreness, dysfunction, and elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain and a malpositioned acetabular cup. Operative report noted the presence of metallosis, black metallic tissue, fibrous tissue, anterior wall defect, and dark metallic fragments in the acetabulum bone. The modular head, taper adapter and acetabular cup were removed and replaced with competitor's acetabular components and a biomet head.